Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that imaging showed residual left frontal pneumocephalus, possibly related to the implant procedure. Medications administered for symptom control. The issue was resolved.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3301542m lot# serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: b3301542 lot# serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a subject experienced early perielectrode vasogenic edema, assumed to be non-infectious, following a procedure involving a lead. The individual was hospitalized for 15 days and required high-dose steroids for more than 10 days. The event resulted in in-patient hospitalization, prolongation of existing hospitalization, an emergency room visit, an urgent care visit, and an unscheduled clinic or office visit. Imaging, including x-ray, magnetic resonance imaging, and computed tomography scan, was conducted. The event was assessed as not related to the device but was considered to have a causal relationship to the implant procedure. The outcome was resolved without sequelae.